Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a homechoice cassette was damaged. The caregiver stated that "the white part of the tube was half sticking out of the tube and half sticking in the tube" on the patient line. There was no patient injury or medical intervention associated with this event. No additional information is available.